Manufacturer narrative:
(B)(4).

Event description:
Pt reported that after he inserted a new sensor he received an error message saying text not working and added that he could not remember the exact message.

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ supp correction d9: device available for evaluation g3: date received by manufacturer g6: report type ¿ updated/follow-up h2: correction h3: device evaluated by manufacturer h6:codes

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the bin file was performed and transmitter failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.